Event description:
Consumer complaint of erratic results. Memory results were (B)(6) 5:48p 75mg/dl, (B)(6) 5:42p 123mg/dl, (B)(6) 2:19p 163mg/dl, (B)(6) 2:18p 237mg/dl, (B)(6) 11:41a 164mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).